Manufacturer narrative:
Concomitant product: 0185 boston scientific lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead exhibited rising impedance to high values. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.